Manufacturer narrative:
Patient identifier - rd (B)(6).

Event description:
Asap too study. It was reported that a possible fabric tear on the device occurred. Prior to the procedure, aspirin was administered. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 24mm. After the implant the subject was started on both aspirin and clopidogrel. The subject was discharged on (B)(6) 2020. On (B)(6) 2020, the subject presented to the enrolling site for a 3-month follow-up visit. Transesophageal echo (tee) was performed which revealed flow through the middle of the watchman device. This could represent a fabric tear. However, there was a complete seal noted around the device. The subject was instructed to continue aspirin and plavix with a repeat tee per the investigator recommendation. There were no adverse patient effects as a result of this event.